Event description:
The lay user/patient contacted lifescan in 2007 and alleged that segments were missing on his one touch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on six days earlier. He also reported experiencing vomiting, and having positive ketones. The patient mentioned that these symptoms began after the reported issue started. He received assistance from the emergency room on the following day at 10:30-11:00 am, where his blood glucose result was 500 mg/dl. He was treated with IV fluids. At the time of troubleshooting, it was verified that this was not a new product. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced hyperglycemic symptoms after the reported issue began. He was treated with IV fluids at the emergency room where is blood glucose level was 500 mg/dl. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.